Event description:
During baxter's functionality testing it was found that a spectrum pump was alarming door not fully latched. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "door not fully latched" alarm was confirmed, but not reproduced during evaluation. A loose upper link screw upper was found to be causing the reported symptom. The link screws were replaced.